Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test and excessive no delivery test. Pump passed the dat at 0.08730 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose over 600 mg/dl. Healthcare professional requested for insulin pump to be replaced as it was believed that it was not working properly. The customer experienced symptoms such as stomach ache, excessive sleepiness and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test.